Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump got cracked at the battery compartment because it came off and hit the ground. Blood glucose at the time of incident was 213 mg/dl; reading during the call was 167 mg/dl. The insulin pump was replaced and returned for analysis.